Event description:
The customer reported that the device would not complete a seal during a hysterectomy. The site contact was not able to confirm if an end tone, indicating a completed seal cycle, was provided by the generator. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.